Event description:
It was reported that during a diagnostic coronary procedure, the omniwire was shaped inside a non-manufacturer''s introducer needle. The wire was advanced to measure the pressure in the proximal lad and diagonal branch successfully. The wire was then removed (keeping the introducer needle on the wire) to use in the rca, but during insertion into the guide catheter, small bits of debris was noted. The wire was cleaned with a wet gauze and advanced to the rca, and completed the ifr study with no issues. However, when the scrub nurse took the wire off the introducer needle, a ball of fluff (debris) was observed. Therefore, x-ray was performed to confirm that no piece of the wire was left inside the patient. No patient injury reported. Based on the photos provided by the account, it appears that the coating material separated from the wire. This product problem is being submitted because the coating of the omniwire separated. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. No information available. No information available. Not applicable for this device. Not applicable for this device. Country is united kingdom. The omniwire was not returned for evaluation, thus no returned product investigation was performed. Per IFU precaution: do not use a shaping instrument with a sharp edge. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
The omniwire was visually and microscopically inspected. The ptfe coating was peeled off and there was missing polyamide material along the composite core. The hydrophilic coating was lifted on the distal core; therefore, the trifilar and core wire were exposed. The probable cause for the material peeling off is damage during use due to improper handling with the use of the non-manufacturer''s introducer needle. Manipulation and strain on the wire can cause damage to internal and external components. In the initial MDR, investigation conclusion code #18 was listed and remains appropriate. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h6: investigation conclusions code FDA #18 (failure to follow instructions) listed in the initial MDR and mentioned in the supplemental 1 MDR in section h11 is no longer applicable. Upon further investigation, there was no indication that the user failed to follow instructions. The IFU states, ¿do no use a shaping instrument with a sharp edge.¿ the IFU does not state: do not shape inside the introducer needle.